Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set came off after every shower. Moreover, the issue occurred with six infusion sets. No further information available.

Manufacturer narrative:
Patient's city: (B)(6). Initial and final MDR 1884422- MDR 8021545-2024-00937- device 6 of 6.